Manufacturer narrative:
H3 other text : multiple attempts were made to request information regarding how the issue was resolved; however, no information was made available.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that during the operating test, the device showed error message: "multifunction electrode type unknown". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Imdrf a code was corrected. H3 other text: multiple attempts were made to request information regarding how the issue was resolved; however, no information was made available.